Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported power supply does not work. There was no report of patient involvement.